Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.

Event description:
It was reported that the customer was experiencing high blood glucose levels (350 mg/dl), and moderate ketones. Customer is (B)(6) years old and has a respiratory illness. She received on unit of insulin through manual injection and her placement site was changed to stabilize her blood glucose levels.